Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined drawer failed and cubie pockets were not detected on bus. A field service engineer rebooted the device and synced the cubie pockets. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that this malfunction occurred when user trying to issue medication to patient and there was delay in issuing medications to patient. There were no adverse events or injuries reported based on this event.